Manufacturer narrative:
On 22 december 2016 the patient match department provided a planning review of this case, stating as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found in any step. Additional information received on 03 january 2017 and includes: the revision surgery, previously scheduled for (B)(6) 2016, was canceled. At this time, it is unknown when the surgeon intends to revise this case. Not yet explanted.

Event description:
Revision surgery scheduled due to knee stiffness. The patient has a 17 mm polyethylene liner. The surgeon plans to put in a 14 mm poly.

Manufacturer narrative:
Batch review performed on 07 march 2017. Lot 111418: (B)(4) items manufactured and released on 18 august 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 07 march 2017 and includes: this case has not gone ahead yet. The complaint was closed. In case of updates, they will be transmitted to FDA. On 09 march 2017 it was prepared a final report with the information submitted in this report and in the initial one. On 10 march 2017 the report was sent to the initial reporter and the case was closed.